Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of a staple line leak, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a and annex g b1 updated from "adverse event" to "adverse event and product problem" annex e updated to include e0506 due to the report of ¿bleeding¿ annex f updated to include f23 due to the report of ¿patient underwent a secondary traditional laparoscopic surgical procedure¿ annex a updated to include a050704 due to the report of ¿staple line leak¿ annex g updated to include g0405214 as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s postoperative complication. None of the sureform 60 reloads used during the case are available for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the surgeon used a sureform stapler 60 instrument, part number 480460-09 l93200323-0073 and successfully fired five sureform reloads (2 green and 3 blue). All firings were completed per the logs with no pauses for compression. Site history review: as of 14-jul-2020 a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Isi received a video clip of the second laparoscopic surgical procedure. A review of the 18 seconds video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: the video shows blood leaking from the staple line. The surgeon is shown to be prodding the leak and then holds pressure to stop it. Although it was reported that during the initial davinci assisted surgical procedure the initial leak test was negative, a leak test may not be able to determine if the tissue was properly vascularized at the end of the initial procedure. Poorly vascularized tissue may necrose and lead to a staple line leak. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line leak. As a result, the patient underwent a secondary traditional laparoscopic surgical procedure to resolve the staple line leak. The site is not alleging a malfunction of a davinci stapler product occurred. And the site speculates the cause of the staple line leak to be related to the use of a new bougie product, not manufactured by intuitive surgical. However, the cause of the post-operative complication is unknown at this time. The staple line from the initial robotic procedure was reportedly intact.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2020, on post-operative day # 1, the patient was identified to have a staple line leak. On 14-jul-2020, intuitive surgical, inc. (Isi) contacted the isi bariatric sales manager (bsm) and obtained the following additional information regarding the reported event: the bsm was not present during the surgical procedure. However, the bsm spoke at length to the surgeon regarding the reported event. It was reported that on (B)(6) 2020 (last procedure of the day), the patient underwent a sleeve gastrectomy procedure. The sureform 60 stapler instrument was used during the procedure with blue sureform 60 reloads. There were no stapling related issues observed during the da vinci-assisted surgical procedure. In addition, there were no reported intra-operative complications. It was reported that there were no clamping issues, or any system generated error, or pauses during clamping. The staple line was clean and the leak test was negative. On post-operative day # 1, (B)(6) 2020, the patient exhibited some unspecified symptoms. As a result, the patient underwent a laparoscopic surgical procedure. The surgeon identified a staple line that was bleeding, although the staple line was intact. The staple line was cleaned, washed and a drain was placed. Almost 2.5 liters of blood was aspirated, and it was unknown if any blood transfusion was administered. The surgeon speculates the cause of the staple line leak could be related to the use of a new bougie product, not manufactured by isi, however, the cause of the patient¿s post-operative complication is unknown at this time. It was confirmed that there was no allegation of malfunction of an isi instrument, accessory or system to have occurred. There is a video recording of the procedure. The bsm confirmed that the sureform 60 stapler instrument and all the reloads used during the procedure were discarded since there were no stapling related issues during the initial procedure. The bsm also confirmed that he does not have information regarding patient demographics and medical history.